Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient came in "near unresponsive" yesterday and they would like a company representative to check the pump. Per the healthcare provider the pump was not audibly alarming and there was not a recent refill or change to prescription that she was aware of. No further patient complications were reported.